Event description:
Pt reported their last infusion bag did not have enough liquid and had to shut off pump and change battery; last infusion was (B)(6) 2025 with half a bag. Pt reported bag leaked or something, pt was not sure what happened. Pt reported infusion was stopped at 1 hour and 8 minutes, pump was making noise. Pt reported no liquid left in bag so they powered down the pump. Pt reported today they checked pump for tomorrow's infusion and states pump is powering up but is receiving error code 30;1. Pt tried twice and same code appears. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit - 35gm. Hyqvia indication: common variable immunodeficiency, unspecified; other common variable immunodeficiencies. Pharmacy replaced the device.